Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a single piece collamer model cc4204bf lens in the injector and the lens tore prior to insertion. There was no pt contact or injury.